Event description:
It was reported that the patient presented to the clinic for normal follow-up. Externalized conductors were observed via fluoroscopy. The patient is pacemaker dependent. Lead fracture was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned cut in two segments. Internal insulation abrasions were found between 8.0 -9.9cm from the distal tip. External insulation abrasions were found between 7.5cm and 8.2cm and at 30.4-30.5cm from the distal tip, consistent with calcified or hardened heart valve and lead to lead contact. Etfe coating was intact at all abrasion locations.